Event description:
While operating the ceiling suspended hand control, the radiation therapist noticed the hand control cable fall to the ground. The steel cable which suspends the hand control from the ceiling mount snapped at the ceiling mounting plate. No injuries occurred. Co was notified. The cable either sheared or was weakened during use.